Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown. The caller stated that the customer had changed the battery two days prior to the alarm occurring. The customer had also received multiple weak battery alarms. While troubleshooting, the customer was advised that if the failed battery test alarm was not cleared, then it would recur with each new battery inserted. It was then found that the battery compartment was corroded. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No failed battery test or weak battery alarms noted. The insulin pump was received with corroded battery cap contact and minor scratches on lcd window.